Event description:
Reporter alleged obtaining blood glucose test results of 286 mg/dl back to back with a result of 64 mg/dl on the compact plus system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that she self-treated with orange juice and crackers. No other actions were taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.